Event description:
Pump started to alarm, reading "battery missing" and then pump shut off. Unit was plugged in pt who was receiving a vasopressor, bp dropped when pump malfunctioned necessitating an increase in medication dose. There was a recall on these pumps, but we are re-submitting because this is a new serial number that was not originally listed ((B)(4)).